Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Examination revealed no damage to the battery compartment. The threads on the battery cap were stripped and the battery cap was unable to maintain an electrical connection. Using a test battery cap, the pump powered up and was exercised for 24 hours with no power issues observed. The pump reverted to default time and date when the pump was left without power for 5 minutes and powered back on. The internal battery was found to have failed.

Event description:
The pt reported that the pump lost power (does not have audible tones or vibration, does not respond to button presses). She stated that she replaced the battery and the power was restored. The pt reviewed the pump and stated that the battery cap was secure and intact, there was no corrosion in battery compartment, and the pump case was intact. The pt reported that the time and date returned to the default settings after two occasions when she replaced the battery. She stated that her blood glucose level was 289 mg/dl at the time of the event; she denied experiencing any symptoms of hyperglycemia; she did not require medical intervention.